Event description:
Caller stated that medical attention was sought on (B)(6) 2020 around 3:00pm at home. Caller stated that he tested the end-user with his prodigy meter and received a result of hi. Caller stated that the end-user does not have a normal range for his blood glucose due to it fluctuating. Caller stated that he gave the end-user 8 units of insulin( he was unsure which insulin he gave) and tested again with the prodigy meter and got another result of hi. Caller stated that the end-user wasn't showing any symptoms of having a high blood glucose and stated that he felt fine, but he gave him another 10units of insulin. He then tested the end-user again with his prodigy meter and received another result of hi. Caller stated he then called paramedics approximately 5 minutes after testing. The paramedics arrived within 3 minutes and tested the end-user with their meter and received a result of 245mg/dl. Paramedics gave no treatment and did not transport the end-user to the hospital. Paramedics advised the caller and end-user to take insulin based on the end-users sliding scale. Caller stated that he did not know what the sliding scale was nor, did he know all the medication the end-user is prescribed only his insulin. Paramedics did not check the end-users blood glucose before leaving. No additional information was provided.